Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload had a full complement of staples. The proximal end of the adapter was broken and received separated from the reload. Pmv functional testing could not be performed due to the damage to the adapter. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the re-ported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during preparation, there was a problem loading the device. After the loading scrub nurse tried clamping, but she couldn't test. Replaced by new cartridge in order to complete the case. No patient was involved.